Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer turns off at random. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis found that the power supply was defective, there was no power. As a result the power supply was rep laced. The device was cleaned. The device then passed electrical safety testing and all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.